Manufacturer narrative:
No product returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence, should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported though ot verified, biatain non-adh. Sticking to an abrasion wound on the left knee. Patient has suffered from the wound due to a fall on the schoolyard. The first aid was done by the mother by using a dry gauze compress and a gauze bandage to fix the compress. Next day, she and her son went to the doctor. The wound was cleaned and a biatain non adhesive was applied on the wound, which was fixed with a self-adhesive gauze bandage. Later, the biatain dressing was sticking to the wound and could not be removed although the dressing was soaked with nacl, the surface of the dressing got stuck to the wound. The used dressing was a sample given to the doctor about 3 years (or longer) ago. So the expiry date should be exceeded, as biatain has 3 years shelf life. The doctor now decided to treat the wound as follow: the residue of biatain foam and the bloody encrustations will not be removed mechanically, the wound now is covered with a gauze compress. The patient will consult the doctor periodically for wound debridement and change of the dressing/compress. With every dressing change, the wound will be soaked with nacl to macerate the encrustations. Wound is healing, epithelialisation and debridement is ongoing.